Event description:
Got the lipiflow treatment done in both eyes. This was done using tearscience lipiflow thermal pulsation system. Resulted in severe inflammation in both eyes. Now, because of the severe inflammation and subsequent treatments including multiple rounds of steroids, I have developed conjunctival chalasis in both eyes. Very painful. FDA safety report ID# (B)(4).